Event description:
It was reported that a pt underwent surgical removal of a retained foreign body alleged to be a "wound vac sponge". The pt was treated with v.a.c. Therapy in a long term care facility from (B) (6) 2009 until (B) (6) 2010. The operative report indicates that the foreign body removed was sent to pathology for eval; however, those results were not provided to kci. Interviews conducted with the pt's health care providers did not indicate how the retained foreign body alleged to be a "wound vac sponge" was discovered nor did they indicate that the pt was showing signs or symptoms of infection or non-progression of the perineal wound. The operative report indicates that there were no complications with the procedure and the pt left the operating room in stable condition. The health care providers at the long term are facility report the pt's wound has since healed and the pt has been discharged home.

Manufacturer narrative:
All health care providers interviewed stated they did not document the number of foam pieces placed into the wound on the drape as recommended in the manufacturer's labeling. Kci is filing this report due to possible use error as a foreign body alleged to be a kci product was left in the pt's wound and required surgical intervention to remove. V.a.c. Therapy labeling warns: "...always count the total number of pieces of foam used in the wound and document that number on the drape and in the pt's chart. Also document the dressing change date on the drape." "V.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events."